Event description:
Customer reported the system is not saving images, and the monitor arm over the table is not locking into place correctly, gas shock is not locking, and the display on x-ray control panel is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor and gas shock absorber. No further information available regarding not saving images and control panel problems.